Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure which is expected or random component failure without any design or manufacturing issue due to mechanical that result from internal or external forces including fluids, other objects, or environmental or physiologic influences. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was observed that during the device evaluation the lithotripsy system was not working with the footswitch or probe and had a broken pin on the transducer connector. There was no patient involvement.